Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. The customer's caregiver reported recurring unspecified low readings from the adc sensor scan, which the customer counteracted by consuming more sugary food and drinks than usual. This eventually led to symptoms of hyperglycemia, described as feeling unwell, and resulted in a loss of consciousness and a fall. As a result of the fall, the customer broke two ribs and their nose. Subsequently, the caregiver helped the customer to sit up. The caregiver then compared readings using the adc built-in meter and received a 'hi' message (>27.8 mmol/l), compared to a sensor scan of approximately 15 to 17 mmol/l. The caregiver called an ambulance, and upon its arrival, a reading of 30 mmol/l was obtained on their meter compared to an adc sensor scan of 15 mmol/l, and the customer was determined to have hyperglycemia. The customer was then transferred to a hospital and treated with unspecified intravenous drip containing unspecified medication and an insulin injection (dose/type unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. The customer's caregiver reported recurring unspecified low readings from the adc sensor scan, which the customer counteracted by consuming more sugary food and drinks than usual. This eventually led to symptoms of hyperglycemia, described as feeling unwell, and resulted in a loss of consciousness and a fall. As a result of the fall, the customer broke two ribs and their nose. Subsequently, the caregiver helped the customer to sit up. The caregiver then compared readings using the adc built-in meter and received a 'hi' message (>27.8 mmol/l), compared to a sensor scan of approximately 15 to 17 mmol/l. The caregiver called an ambulance, and upon its arrival, a reading of 30 mmol/l was obtained on their meter compared to an adc sensor scan of 15 mmol/l, and the customer was determined to have hyperglycemia. The customer was then transferred to a hospital and treated with unspecified intravenous drip containing unspecified medication and an insulin injection (dose/type unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.